Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported the dc inlet port is broken. The functional evaluation found that the device's battery intermittently fails to charge when the dc adapter jack is flexed, establishing a relationship between the device and the reported event. The root cause was identified as a defective dc adaptor jack. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that power cord port was found broken. No case involved.